Manufacturer narrative:
Technician found that both gas springs were worn, causing the head of stretcher to drift down. Replaced the gas springs to resolve this issue. Stretcher located in plant services shop.

Event description:
Customer stated that the head section of the stretcher would not remain up after it was raised up. No injury reported.